Event description:
During an acdf at c5-c6 the bone did not bleed much, and when applied, the hemostatic bone putty did not stop the bleeding.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. The device history record review indicated there were no manufacturing issues or complaint-related issues for the device.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)

Event description:
Synthes 6mm corticocancellous allograft used. No excessive flexion or extension of the neck and lift less than 10 lbs for six weeks. After that, restrictions loosened.this report is 1 of 1 for complaint file (B)(4).